Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pelvic pain, left lower quadrant pain, vaginal bleeding, vaginal delivery, bleeding, parity 3 and ovarian cyst. Concomitant products included ondansetron and tylenol (paracetamol). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, 1512 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysteroscopy,laproscopy, bilateral salpingectomy,essure removal,cystectomy and adhesiolysis). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.024 kg/sqm. [Hysterosalpingogram] on (B)(6) 2015: history: status post tubal confirm tubal occlusion. Findings: the uterine cavity is smoothly contoured and if normal size and configuration. Contrast does not fill the fallopian tubes. There is no free spillage identified. There was no intravasation. Impression: findings are consistent with bilateral fallopian tube occlusion with indwelling essure devices. [Pathology test] on (B)(6) 2018: diagnosis: 1. Fallopian tubes, bilateral, bilateral salpingectomy: benign fallopian tubes (complete cross-section) with fimbriated ends showing small benign paratubal cysts. No other significant histopathology observed. 2. Ovarian cyst, left, cystectomy: benign cyst wall with features suggestive of benign corpus luteum cyst. No evidence of malignancy or atypia. Clinical data: left ovarian cyst. Gross examination: there is a tightly coiled segment of metallic wire protruding from each of the segments that vary in length from 0.2 to 6.5 cm by less than 0.1 by less than 0.1 cm. [Ultrasound scan] (date unknown): d her uterus is about 10x8 x 5 cm, endometrial lining is about 5 mm and there is a 3-4 cm cyst on her left ovary, and she desires to remove her essure implant. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: reporters,medical history,lab data,patient information,removal date,event onset date,non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted for female sterilisation. There was no information on the patients medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, 1492 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, 1492 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-apr-2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.